Event description:
Event verbatim [preferred term] huge burn mark that bubbled up on the lower back around to her hip, has 5 or 6 other burn marks, more on the left side of her body to the left of the spin and around to the hip [burns second degree] , used heatwrap while sleeping, did not check skin under product during use [intentional device misuse] , burn marks [skin discolouration] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) year old other ethnic group (reported as native american and caucasian) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m37651, expiration date jun2018) from (B)(6) 2016 for back pain. The patient's medical history was not reported. The patient denied being pregnant and denied being post-menopausal. Concomitant medication included ongoing morphine (morphine) orally from an unspecified date at 30mg as needed for back pain. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the patient reported she used the heatwrap for approximately 6 hours and experienced a huge burn mark that bubbled up on the lower back around to her hip. She also has 5 or 6 other burn marks, more on the left side of her body to the left of the spin and around to the hip. She stated she was sleeping while wearing the product. The patient applied the heatwrap on the night of (B)(6) 2016 and noted the burns/blisters at approximately 5:00am on (B)(6) 2016. The patient reported she went to the doctor to take a look at the burns/blisters and the doctor prescribed "halog ointment" to be applied twice daily to the burns/blisters and seal it with a bandage. The doctor also prescribed prednisone 5mg tablets, 9 tablets the first day, then 6 tablets the next day followed by 3 tablets on the third day. The patient threw away the heatwrap that caused the burns/blister, but has the second unopened heatwrap. The patient assessed her skin tone as medium. She denied having sensitive skin. The patient previously used other heat products for pain relief without any adverse effects. She did not engage in exercise while wearing the wrap and did not check her skin under the product during use. She stated she did read the instructions prior to heatwrap usage. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included "halog ointment" and prednisone tablets. Clinical outcome of the events was not resolved. No follow up attempts needed. No further information expected. Company clinical evaluation comment based on the information provided, the events of second degree burn and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of skin discolouration is non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the events of second degree burn and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of skin discolouration is non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related was no. Design related was no. Complaint confirmed was no. Notify safety was no. Manufactured post-CAPA was n/a. Conclusion and approvals: additional approval(s) r required was no. Root cause category (tier 1) was non-assignable (complaint not confirmed). Product quality impact was no. Market/ clinical impact was no. Final confirmation status was not confirmed. Stability impact was no. Sqrt review required was no. Aqrt review required was no.

Event description:
Event verbatim huge burn mark that bubbled up on lower back around to her hip, has 5 or 6 other burn marks, more on left side of her body to the left of spin and around to hip/ the heatwrap caused burns/blister [burns second degree] , used heatwrap while sleeping, did not check skin under product during use [intentional device misuse] , burn marks [skin discolouration] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group (reported as (B)(6)) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m37651, expiration date jun2018) from (B)(6) 2016 for back pain. The patient's medical history was not reported. The patient denied being pregnant and denied being post-menopausal. Concomitant medication included ongoing morphine tablet orally from an unspecified date at 30mg as needed for back pain. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the patient reported she used the heatwrap for approximately 6 hours and experienced a huge burn mark that bubbled up on the lower back around to her hip. She also has 5 or 6 other burn marks, more on the left side of her body to the left of the spin and around to the hip. She stated she was sleeping while wearing the product. The patient applied the heatwrap on the night of (B)(6) 2016 and noted the burns/blisters at approximately 5:00am on (B)(6) 2016. The patient reported she went to the doctor to take a look at the burns/blisters and the doctor prescribed "halog ointment" to be applied twice daily to the burns/blisters and seal it with a bandage. The doctor also prescribed prednisone 5mg tablets, 9 tablets the first day, then 6 tablets the next day followed by 3 tablets on the third day. The patient threw away the heatwrap that caused the burns/blister, but has the second unopened heatwrap. The patient assessed her skin tone as medium. She denied having sensitive skin. The patient previously used other heat products for pain relief without any adverse effects. She did not engage in exercise while wearing the wrap and did not check her skin under the product during use. She stated she did read the instructions prior to heatwrap usage. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included "halog ointment" and prednisone tablets. Clinical outcome of the events was not resolved. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related was no. Design related was no. Complaint confirmed was no. Notify safety was no. Manufactured post-CAPA was n/a. Conclusion and approvals: additional approval(s) r required was no. Root cause category (tier 1) was non-assignable (complaint not confirmed). Product quality impact was no. Market/ clinical impact was no. Final confirmation status was not confirmed. Stability impact was no. Sqrt review required was no. Aqrt review required was no. No follow-up attempts are needed. No further information is expected. Follow-up (09nov2016): new information received from product quality complaint group includes investigation results. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of second degree burn and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of skin discolouration is non-serious and assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability, comment: based on the information provided, the events of second degree burn and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of skin discolouration is non-serious and assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.